Manufacturer narrative:
Additional suspect medical devices component involved in the event: model number/catalog number: sc-2218-70. Serial number: (B)(4). Batch/lot number: 332050. Model/catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that patient had an infection at the ipg site. Signs and symptoms were fever and vomiting. It was unknown what caused the infection. The patient was prescribed antibiotics. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Correction to initial MDR in field should have been: model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 332050, model/catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that patient had an infection at the ipg site. Signs and symptoms were fever and vomiting. It was unknown what caused the infection. The patient was prescribed antibiotics. The patient underwent an explant procedure. No device malfunction was suspected.